Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 590cc mentor memorygel breast implant and experienced left-sided local reaction and impaired healing postoperatively. The patient has been unsatisfied with the breast augmentation outcome. The patient states that her left breast is larger than her right breast, and she developed a fistula in her left breast three months after the implantation surgery. Even after the swelling went away, her left breast remains larger than her right breast. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.